Event description:
The customer reported the alarm is not sounding when the pt's weight is lifted from the sensor. The customer reported that they tried the alarm with different sensors or the magnet and the alarm would not sound. This was discovered during set up. The customer could not provide a date when found. No pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned but has not been received. (B)(4).